Manufacturer narrative:
A nurse initially reported that 5 telemetry transmitters were flashing check electrodes simultaneously. If one transmitter alarmed, the other 4 telemetry transmitters alarmed at the same time. This happened early in the morning on (B)(6) 2021. The issue was occurring at the central nurse's station (cns) that was monitoring the telemetry transmitters in 5 tower west. The customer removed the batteries for the telemetry transmitter with the channel e005, but that did not clear the issue. Nihon kohden technical support (tech support) tried going into the monitored bed settings to check if all of the transmitters were on the same multiple patient receivers (orgs), or if they were utilizing multiple orgs. The caller was not knowledgeable with our system and could not provide ip addresses of any of the orgs or serial numbers for the telemetry transmitters. Tech support suggested that they reboot the cns to see if that clears the issue, but she was not comfortable doing that. Tech support stated that they needed to reach out to their biomed to report the issue and to continue troubleshooting. They provided the biomed name and information for the contact information. Tech support was only able to get the channel numbers associated with the affected telemetry transmitters. No patient harm was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver(s): model: ni, sn: ni. Telemetry transmitter: model: ni, sn: ni.

Event description:
A nurse initially reported that 5 telemetry transmitters were flashing check electrodes simultaneously. If one transmitter alarmed, the other 4 telemetry transmitters alarmed at the same time. This happened early in the morning on (B)(6) 2021. The issue was occurring at the central nurse's station (cns) that was monitoring the telemetry transmitters in 5 tower west. The customer removed the batteries for the telemetry transmitter with the channel e005, but that did not clear the issue. Nihon kohden technical support (tech support) tried going into the monitored bed settings to check if all of the transmitters were on the same multiple patient receivers (orgs), or if they were utilizing multiple orgs. The caller was not knowledgeable with our system and could not provide ip addresses of any of the orgs or serial numbers for the telemetry transmitters. Tech support suggested that they reboot the cns to see if that clears the issue, but she was not comfortable doing that. Tech support stated that they needed to reach out to their biomed to report the issue and to continue troubleshooting. They provided the biomed name and information for the contact information. Tech support was only able to get the channel numbers associated with the affected telemetry transmitters. No patient harm was reported.